Event description:
During an atrioventricular nodal re-entry procedure a heart block occurred. During one of the rf applications, the ablation catheter was noted to have risen into the fast pathway area and heart block was observed. Conduction quickly recovered and another rf application was applied to the slow pathway location. After the application, the catheter swung through the his zone and heart block was once again observed. This time 2:1 heart block that recovered to mobitz type 1 and then it recovered to 1:1. The patient was given a temporary pacing wire and sent to the floor for observation and then was given a permanent pacemaker implant a few days later.

Manufacturer narrative:
The reported event of "heart block" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.